Event description:
It was reported that during the implant procedure, there was difficulty in handling the left ventricular (lv) lead for a long duration. The lv lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.